Event description:
Revision surgery revealed the insert to be worn and partially broken.

Manufacturer narrative:
The results of the evaluation performed suggest the event was attributed to a less than optimum design. The design has since been reviewed and corrective action was implemented.